Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced a tip of the syringe that broke off. The following information was provided by the initial reporter: while in use a pump kept alarming so a nurse checked the lines and syringe and found the inner part of the luer-lok has snapped inside the t-port connector on the IV line. I cannot confirm if the break occurred prior the device alarming.

Manufacturer narrative:
H.6. Investigation: one photo of the impacted product was provided to our quality team for investigation. Through visual inspection, the tip is observed to be completely detached from the syringe, no other visible defects can be observed. A device history review was performed for reported lot 2103067, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. There have been no changes in the materials or process used to manufacture this product that may have contributed to the reported failure. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tip and thread verification testing. All results were reviewed for lot 2010110 and found to be within specification. Based on our investigation and given the device records did not identify any failures related to this incident, we are not able to determine a root cause related to our manufacturing process at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced a tip of the syringe that broke off. The following information was provided by the initial reporter: while in use a pump kept alarming so a nurse checked the lines and syringe and found the inner part of the luer-lok has snapped inside the t-port connector on the IV line. I cannot confirm if the break occurred prior the device alarming.